Manufacturer narrative:
(B)(4). Final analysis found a partial lead was returned in two pieces. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the right atrial lead exhibited noise; the lead was capped on (B)(6) 2014 and later explanted. The patient's condition was stable.